Event description:
Additional information was received indicating this lead was successfully explanted and replaced during a normal device change out procedure. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate this lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable defibrillation lead was in the hospital for worsening heart failure. Additionally this lead was exhibiting loss of capture (loc) due to high thresholds resulting in loss of bi-ventricular therapy. The patient's device was reprogrammed to 7.5 volts resulting in good bi-ventricular capture. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.